Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter shaft was kinked. The mechanical operation of the catheter shaft was bent. The mechanical operation of the catheter peeling/slitting/splitting was partially executed. Visual analysis of the lead indicated damage during use. The analyst noted that the catheter shaft was broke due to a kink during slitting. No spiral slit was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the catheter broke during slitting and removal. The catheter was removed. No patient complications have been reported as a result of this event.